Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for implant. The patient does not have a past medical history of any conduction disorders. The membranous septum was 5.6mm. There was minimal calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the valve was 4,4. On (B)(6) 2024, a permanent pacemaker was implanted due to left bundle branch block. The patient was reported to have prolonged hospital stay for monitoring of rhythm. There are no allegations of malfunction with the navitor valve. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be determined. The reported unexpected medical intervention was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.